Event description:
My medical device was hooked up to a computer system for entertainment purposes and to harass and abuse me. It also has led to physical changes in my body like shortening of my legs and changes in my facial features. I already reported to the fbi. I think these people are using biotechnology on me without consent. Breckenridge inc., lannett company. FDA safety report ID # (B)(4).